Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a lateral ligament repair, the footprint mini anchor of the ultrabace kit broke when the surgeon was pounding the anchor in, it broke in half (horizontally) in the transverse plane. It broke and flew on ground. The procedure was completed with a surgical delay of less than 30 minutes using a smith and nephew back up device in the original bone hole. No further complications were reported.